Manufacturer narrative:
(B)(4). The customer declined physio-controls repair offer. Hence, a conclusive cause for the malfunction could not be determined.

Event description:
It was reported that the device illuminated the wrench icon and logged several event codes in the memory. Physio-control evaluated the device and found that it delivered 34.4j shock for a 200j setting. Furthermore, the device failed to deliver any energy output and displayed an error message for a 300j setting. There was no patient use associated with the event.